Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemosafelock connecter that was reported to be connected to a syringe containing suspended foreign matter. The size of foreign matter was approximately 2.0mm2 and the surface appeared to be blue, rough and complex. Upon customer analysis, no damage or deformation was visually identified on the device and the foreign matter was reported to be vinyl chloride foam. Although the event occurred during infusion, the problem was detected prior to patient use. The device was not changed out/replaced. The type of procedure involved was infusion/injection of saline and 5fu. There was no serious injury/death, no blood loss, no delay in critical therapy, no unprotected chemo exposure, no adverse consequences to the operator and no medical/surgical intervention required. There was no patient involvement, and no human harm.

Manufacturer narrative:
Per the complaint record, the material was identified as blue vinyl chloride foam at the distributor facility. A series of photographs provided by the customer were evaluated. A chemosafelock connecter was shown with a small piece of porous blue material that was floating in the fluid of a connected syringe. One blue particle (loose in a plastic bag), one used chemosafelock connecter, one chemolock port (unknown list number), one needle (manufacturer unknown) and one 60 ml terumo syringe were received and visually inspected. As received, no damage or anomalies were identified on the customer-provided samples. During the complaint investigation, the particle measured at approximately 2.00 mm^2 in size. Fourier transform infrared spectroscopy (ft-ir) analysis was performed on the particle and resulted in a 64% match with polyvinyl chloride. Water was infused and aspirated through the returned syringe, chemosafelock injector and chemosafelock port. No additional blue particles were identified. An exhaustive search was conducted at the manufacturing and supplier facilities to locate any blue foam-like material and no blue vinyl chloride foam was identified. In conclusion, the reported complaint can be confirmed. However, when, how and where the blue particle was introduced is unknown. A review of the device history record could not be conducted because the lot number was unknown. D9 - date returned to mfg: 17-aug-2022.